Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, p-wave amplitude variation, far r oversensing and mode switch. The reported events of failure to capture, p-wave amplitude variation and far r oversensing were not confirmed. As received, a complete lead with extraction stylet inserted was returned in one piece. The helix was returned extended and clogged with blood/tissue and was found bent consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examinations of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
It was reported that the right atrial lead exhibited failure to capture, p-wave amp variation, far r oversensing, and inappropriate mode switch. The lead was explanted and replaced. The patient was in stable condition.